Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked on right plunger case. No appearance of any physical damaged. Force sensor bridge test appeared in the event history log. The technician power up process, checked and test force sensor. Unable to duplicate the force sensor bridge test at power up and all the reading of force sensor within the required specifications. The root cause of the reported issue was unable to determine the intermittent of the error. No physical or any other damaged was found on force sensor. The technician replaced the force senor for preventive measure. Performed preventive maintenance and all functional testing.

Event description:
It was reported that the force sensor bridge test occurred. No patient injury was reported.